Event description:
It was reported that in the month following the implant procedure, the patient experienced cardiac decompensation and liquid formation in the device pocket due to a system infection. The patient has been hospitalized and no additional consequences were reported. The system remains implanted and additional information has been requested regarding the event resolution, but has not yet been received.